Event description:
A malfunction was reported, with the code malf 0 appearing on the customer's device. There was no adverse impact to the customer¿s blood glucose level. The customer reported three occurrences of this malfunction on the pump, and the technical support team decided to replace the pump. The customer was instructed on how to put the pump into storage mode and agreed to return the pump using a pre-paid label within ten days. There was no backup available for insulin delivery, and the customer planned to contact their healthcare provider. The replacement pump's serial number would be provided later.